Event description:
Alleged event: the staple come out open but do not close when stapling. The patient's condition is reported as fine.

Manufacturer narrative:
The device's sample was not received by the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.